Manufacturer narrative:
This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four products associated with the same event that were reported under the following manufacturing numbers 3003742446-2007-00076,3003742446 -00077, 3003742446-2007-00078 and 3003742446-2007-00079.

Event description:
As reported by this pt, after he had 4 cypher stents implanted, he suffered a myocardial infarction (mi) and was rushed to the hospital and had quadruple bypass surgery. He stated he was having a panic attack that resulted in the mi. Pt is doing great to date.